Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5083284) that a female patient who underwent an unspecified procedure with a saline mentor smooth round moderate profile 375cc (l) and an unspecified mentor saline breast implant (r) on (B)(6) 2010 was diagnosed with ms. The patient listed the following symptoms: brain fog, cognitive, dysfunction numbness and tingling, headaches/migraines, bowel issues, joint pain, muscle pain, weight issues, inflammation, heart palpitations, check pain, armpit pain and heat intolerance. The patient underwent explantation on (B)(6) 2019. The root cause of the patient's symptoms are unclear. No product issue, such as rupture, was reported. This report is for the left side.

Manufacturer narrative:
On 3/27/2019, a manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).